Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a no delivery alarm on her insulin pump. Customer's blood glucose level is 150 mg/dl. Customer programmed a five unit fixed prime. She stated she started seeing drops around 1.9 units. When she removed the infusion set, the cannula was bent. Nothing further reported.